Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2024.